Manufacturer narrative:
(B)(4). The 11-104056 ¿ mallory/head actabular shell - 952470. Ep-105994 ¿ e1 ringloc max-rom acetabular liner - 893400. Therapy date: (B)(6) 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06824; 0001825034 - 2018 - 06827.

Event description:
It was reported patient underwent left hip revision approximately 2 months post implantation due to multiple subluxations and instability secondary to neutral/slightly retroverted acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and x-rays provided. Review of operative notes from the revision surgery note the left hip was unstable. Patient reports several episodes of subluxation, along with a prior closed reduction due to dislocation. Review of x-rays reveal slightly retroverted acetabular component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a closed reduction due to dislocation on an unknown date. Subsequently, patient underwent a left hip revision approximately 2 months post implantation due to multiple subluxations and instability secondary to neutral/slightly retroverted acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.